Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis found the primary finding of severely bent instrument grip-tips to be related to the customer reported complaint. The instrument was found to have one (1) severely bent grip, causing them to be misaligned. The grips were not found to be cracked. A clip cannot properly load into the clip groove of the grip-tips. Probable root causes of severely bent instrument grip-tips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was not deploying the clips correctly. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.